Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample gave an accu tni result of 0.63ng/ml. The result was not reported out of the lab. The original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.49ng/ml was reported out of the lab. There was no effect to patient in associated to this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2008 passed. The specimen was plasma, collected in lithium heparin tube with gel. A field service engineer (fse) was dispatched to the customer's lab; however, the customer later cancelled the service call because a preventive maintenance (pm) was performed on this instrument just recently, and they are not questioning any other results or assays. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.